Event description:
Boston scientific received information that this product was involved in infection. This cardiac resynchronization therapy defibrillator (crt-d) had 2 millimeters pocket dehiscence. Additional information received indicates that a non-invasive program stimulation (nips) was done to the patient's implanted cardiac defibrillator in the clinic and noted a little redness was seen around suture knot. The patient was placed on medication therapy levaquin. There were no additional adverse effects reported. The product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.